Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation. The customer returned the 3100a unit to a rental facility. The rental facility evaluated the unit and could not verify the reported issue. The unit passed the rental facility's safety performance inspection (spi).

Event description:
The customer reported that the ventilator was in use on a patient for 3 hours, when the piston stopped and could not be restarted. The ventilator alarmed, but the users did not notice what type of alarm was being triggered. The patient was manually ventilated while the users switched the patient to another ventilator. There was no patient compromise. The users could not find any leaks. When the customer visually inspected the ventilator, a lot of condensation was noticed within the circuit.